Event description:
The customer reported that treatment was initiated normally and the catheter was inserted without issue. During the final third of the treatment, the catheter ruptured and was subsequently removed. The user reported that no unusual actions occurred during use and that no force was applied during catheter withdrawal. The user is experienced with the device and has performed numerous prior treatments. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. Visual inspection of the returned unit confirmed the reported complaint. It was observed that the catheter had detached and the wire had broken. Dried biomatter was observed on the distal tip of the wire. Adhesive residue was noted on the proximal end of the catheter hub and on the cartridge. Based on the presence of dried biomatter on the distal tip of the wire, it is possible that the wire became caught on patient anatomy during use, contributing to the wire break. Examination of the wire fracture surface found it to be rough and jagged. The wire, which is sourced from an external supplier, was evaluated and the break was attributed to a material flaw. The cause of the catheter detachment from the cartridge could not be determined. Adhesive residue was present on both mating surfaces, and no damage was observed that would explain the separation. The complaint was confirmed.